Event description:
Customer reported receiving an inaccurate high glucose reading (hi) from their freestyle freedom meter. Customer reported experiencing symptoms of tiredness and loss of consciousness. Paramedics were called and they received a low reading on an unk meter. Paramedics treated customer with intravenous fluids to bring customer back to an awake state. Customer was then transported to medical center where she was diagnosed with severe hypoglycemia and treated with intravenous fluids and some unk medications. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter.